Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle partially closed and the basket formation in the closed position. The mlla (male luer lock adapter) was loose and the collet knob was tight and secure. One of the basket wires was pulled out from the distal cannula. Functional testing notes that the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A cause for this event was not been established. The returned device was found to have had 1 of the 4 basket wires pulled out of the basket cannula that holds the proximal end of the basket wires in place. The most probable cause for the reported failure could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
No customer information provided. Initial reporter also sent report to FDA: unknown. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure using a ncircle tipless stone extractor, the basket broke during the first attempt to remove the stone from the patient's ureter. It is unknown at this time how the procedure was completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.